Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Bg and cgm values were not provided. The customer subsequently went to the emergency room (ER) where, reportedly, due to the inaccuracy, the customer's bg reached 598 mg/dl with high ketones that a health care provider determined to be dangerous and life threatening. The customer received intravenous fluids of saline and insulin to address the bg. The customer was released three days later on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.